Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 23, 2016 where it was reported that the device produced an incomplete mesh and the damaged comb and roller gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on august 22, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed excessive wear to the point the gear were severely rounded over. The roller shaft extension was galled and the roller shaft extension end corners had moved/raised material. The customer ratchet fit on the roller shaft extension and operated as intended. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 6, 2016 which included replacement of the worn bushings, worn side plates, gear, damaged hardware and roller. The service technician noted that the pretest could not be done. The sliding pins would not slide into the sideplates. The sideplates were gouged and the roller end was damaged. The gear was badly damaged and the shoulder bolts were damaged. The 1.5:1 ratio cutter, serial number (B)(4), had the gear, collars, bushings and retaining rings replaced and then failed to produce a passing test cut. The 1.5:1 ratio cutter was then deemed non-repairable. The reported event was confirmed since during the initial inspection it was noted that the 1.5:1 ratio cutter did not produce a passing test mesh with the customer¿s mesher. While during the initial inspection it was noted that the 1.5:1 ratio cutter did not produce a passing test mesh with the customer¿s mesher, it is unknown with the information that was provided which damaged components contributed and how the damage occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit produced incomplete mesh. No adverse events have been reported as a result of this malfunction.